Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to loose support disk. No compromised force sensor system alarms were noted. The pump was received with cracked case at display window corner, minor scratched lcd window, and partially broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose level was 212 mg/dl. The customer stated that he received a compromised force sensor system alarm while he was priming. The customer was advised that possible seating during the force sensor did not detect the reservoir. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.